Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate high voltage shocks due to lead noise on the right ventricular lead. The tachycardia therapy was disabled. The lead was replaced on (B)(6) 2020.

Manufacturer narrative:
The reported events of ¿inappropriate shocks for ventricular lead noise¿ were confirmed. A partial lead was returned for analysis in two segments. Internal insulation abrasion breaching the re cable lumen was noted at 1.6-1.8 cm from the distal tip. One re etfe cable coating was abraded in this location. The cause of the reported events was isolated to the internal insulation abrasion under the right ventricular shock coil.

Event description:
New information received indicated that the procedure went well and no patient consequences were noted.